Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient stated that their device had been working but then the device wasn't doing them any good "wo" they went to the ER at (B)(6) and a doctor said the implant was off, but they were able to get the device turned back on after talking to a manufacturer representative. The patient said the manufacturer looked "in their records" and told the doctor that the implant had been turned off on (B)(6) 2017. Patient said the reason they were calling was because they had been in pain since (B)(6) 2017 and they thought that the manufacturer kept track of the settings in their chest, which voltage it was on. Patient said currently they felt extreme pain in their neck and around to their forehead, face and back of their head. Patient said they new it was related to the dbs device (patient services reviewed that decision to turn off therapy was a medical decision and once hcp let the patient know if they could try turning therapy off to see if issues go away). Patient said they hadn't been able to find a doctor that could do the dbs settings for them. They said they went to (B)(6) at (B)(6) but they didn't get help and they won't see them there. Upon further clarification the patient said they were looking for a rep and that their primary care physician couldn't find the rep for help. The patient said they were looking for a local rep. Patient services sent list of hcp's to email and provided nas number to patient to give to pcp. Patient said that their pcp doctor has not been able to locate the local reps. Additional follow up was done to the representative and they indicated that none of the representatives that cover the (B)(6) where patient alleged a rep helped them turn their device on was aware. They do not currently work with a dr (B)(6). Additionally they had a pain physician, dr (B)(6) in (B)(6), contacted them about the patient on (B)(6) 2018 and indicated the patient was in a lot of pain and requested the device be interrogated. The representative went to the physician¿s office to check the patient¿s device. Interrogation showed no abnormalities with the device and it was functioning as it should. Impedances were within in range and settings were normal. When the representative asked the patient about the device being off in (B)(6) 2017, the patient indicated their son¿s nephew turned off the device, the device did not turn off by itself. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient wanted to find someone that could "tweak the settings" on their devices. The patient was looking for help right now and didn't want to wait 2-3 days to get a doctor to treat their devices. The patient was looking for help right now and they didn't want to wait 2-3 days to get a doctor to treat their devices. The patient said they were in so much pain,their speech was slurred, their neck was in a lot of pain, and they had swelling from the base of their neck. No further complications were reported as a result of this event. Additional information was received from the hcp reporting that when they interrogated the patient's ins, they saw that the last time the ins was interrogated was on (B)(6)2018 when they met with the patient. The hcp reported that the patient had changed from a to b as was ok with the help of a family member. The hcp noted that the patient was delusional. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37602, serial (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Date of event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that patient was hospitalized 2-3 times this year due to pain from dystonia and dystonia symptoms. It was discovered during one of these hospitalizations that the patient's device was turned off, and once the patient's therapy was turned back on, patient got therapy benefit again and was now doing much better. The hcp was not with the patient at the time of the call so troubleshooting could not be done. The hcp wanted patient to have consultation of their device due to the patient's history of therapy loss. It was stated that patient was seen at the hcp's office the day prior to the report, but the caller was unsure of the patient's managing doctor. It was noted that patient had seen a doctor/neurologist in gainesville, however they did not like going to gainesville because it was far to drive. It was reviewed that it was important for patient to have consistent relationship with a neurologist to do their programming and check their system. The caller stated they were going to follow up with the patient on this and check o n status of them a doctor. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.